Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. Analysis of the lead revealed there was an insulation breach in-vivo of a depression of the outer insulation. Concomitant products: 419478, lead, implanted: (B)(6) 2011; 694765, lead, implanted: (B)(6) 2003.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was removed during heart transplant surgery. The right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.